Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a change in lead polarity from bipolar to unipolar occurred in this pacemaker as a result of a high out-of-range right ventricular (rv) lead pace impedance measurement several months prior to review at routine follow-up. No out-of-range measurements were noted upon review of data saved to the device with values between 410-760 ohms weekly average. R-wave sensing and pacing threshold measurements within normal limits and the patient was noted to be 0% paced. Impedance measurements at the time of review were 370 ohms in both bipolar and unipolar configuration. The device was reprogrammed to bipolar and the patient scheduled for follow up 6 months from the date of their visit. No adverse patient effects were reported. This system remains in service.